Event description:
The pt was enrolled into the program in 2004. Target lesion 1 was located distal to the anastomosis of a saphenous vein graft to the lad with 80% stenosis and was 10mm long with a reference vessel diameter of 2.5mm. Target lesion 1 was treated with direct stenting using a 2.5x12mm taxus stent, with 0% residual stenosis. The pt was discharged the next day on asa and plavix therapy, with recommendation for follow-up exercise stress testing in 1 month and again at 6 months. In about 3 weeks later, pt was admitted with chest pain. ECG showed st segment elevation in v1 and v2 with reciprocal changes in the inferior leads consistent with acute anteroseptal mi. Cardiac enzymes became elevated, but were not consistent with acute anteroseptal mi. Cardiac enzymes became elevated, but were not consistent with guideline definition of an mi. Site reports mi based on ECG changes and elevated troponin level. The pt was started on IV heparin and nitroglycerin, given asa, and referred for emergent cardiac catheterization. In the opinion of the physician the relationship to taxus stent is "probable". Relationship to target vessel is "probable". Coronary angiography same day revealed 80% to 90% in-stent restenosis at the ostium of the svg to lad stent due to stent thrombosis. In the opinion of the physician the relationship to taxus stent is "probable". The lesion was treated with balloon angioplasty and adjunctive IV integrilin therapy, reducing the stenosis to 0%. The pt was discharged 2 days later on asa and plavix therapy. Per source documents, additional long-term coumadin therapy may be indicated due to history of polycythemia. In the opinion of the physician the relationship to taxus stent is "probable".

Event description:
It was reported that 22 days after a coronary drug eluting stenting treatment procedure, the patient presented with a sub acute thrombosis and myocardial infarction (mi). The lesion being treated was a 2.5 mm, 80% stenosed, non calcified, non tortuous, saphenous vein graft (svg) to the left anterior descending (lad) artery lesion. The lesion was not predilated. The physician placed the taxus express2 8.8% 2.5 x 12 mm drug eluting stent without difficulty. The patient was discharged the next day on asa and plavix. Twenty-one days later, the patient was readmitted and repeat angiography revealed an instent thrombosis of the taxus stent. The patient's cardiac enzymes were elevated and met criteria for a non q wave mi. The physician balloon angioplastied the thrombus. The patient was discharged 2 days later. In the opinion of the physician the thrombosis is related to the stent.